Event description:
It was reported the pt had a left chest lead replaced due to dislodgement. No further information was provided. Pt's status was unavailable at the time of report.

Manufacturer narrative:
(B)(4).